Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient needed stimulation in the same area just farther up. The patient inquired if stimulation could be adjusted to go farther up. It was noted that the patient was to see his surgeon on (B)(6) 2016 and he would discuss it then.

Event description:
Additional information was received from the health care professional (hcp) reported that the manufacturer representative (rep) was called in and met with the patient and was able to reprogram the patient on (B)(6) 2016. The cause for the patient needing stimulation farther up was due to an unrelated injury while exercising. The stimulation issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.